Manufacturer narrative:
See MFR. Report #3004209178-2016-01194 regarding a bladder infection the patient experienced. Concomitant: product ID 3889-28, lot# va0tnxc, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The friend or family member of a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that the patient's doctor told her that one of the lead wires was broken on 2016-(B)(6). The patient wanted the implantable neurostimulator (ins) taken out and it was stated that the device was "faulty." The patient's doctor told the patient he would see her in six months. No potential event cause, symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.